Manufacturer narrative:
A steris service specialist arrived onsite and determined that the console was not recognizing the data acquisition module (daq module), which is a self-contained electronic cartridge. The service specialist replaced the daq module, tested the unit, confirmed it to be working according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported the trufreeze console cc301 failed a built-in test at start up, leading to the postponement of a planned procedure. The device was not in use on a patient at the time of the test.